Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power failure and machine generated noise during attempted access. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist followed up with the customer and contacted the international fst team, but no response was received and tss proceeded with the case closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power failure and machine generated noise during attempted access. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device eval by manufacturer. This supplemental MDR was submitted to reflect the correct device eval by manufacturer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power failure and machine generated noise during attempted access. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.